Manufacturer narrative:
A review of the device history record has been initiated. If any deviations or non-conformances are found, a supplemental medwatch will be submitted. Clarification to serial number (B)(4), lot number 62703. The event of incorrect placement is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding the patient details has been requested. No additional information is available at this time.

Event description:
Healthcare professional reported xen was implanted in the patient¿s sclera and couldn't be retrieved against the xen®45 gts. The device remains implanted.